Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and loss of consciousness ("neurological conditions or problems type: black outs") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included vaginal delivery (2). Concurrent conditions included menses irregular, adnexal mass and endometriosis. In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), mood altered ("hormonal changes describe: mood changes"), cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder and urinary tract"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: bladder and urinary tract"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraine/headache"), headache ("migraine/headache"), nausea ("nausea"), loss of consciousness (seriousness criterion medically significant), fatigue ("fatigue"), weight increased ("weight gain or loss specify: weight gain"), abdominal pain upper ("gastrointestinal or digestive system condition type: severe pain in the top part of stomach"), alopecia ("hair loss") and abdominal pain lower ("lower abdominal pain/right lower abdomen"). The patient was treated with surgery (hysterectomy (full), bilateral salpingectomy, uterus and cervix removed). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, mood altered, cystitis, urinary tract infection, bladder disorder, urinary tract disorder, migraine, headache, nausea, loss of consciousness, fatigue, weight increased, abdominal pain upper and alopecia outcome was unknown and the abdominal pain lower was resolving. The reporter considered abdominal pain lower, abdominal pain upper, alopecia, bladder disorder, cystitis, fatigue, headache, loss of consciousness, migraine, mood altered, nausea, pelvic pain, urinary tract disorder, urinary tract infection and weight increased to be related to essure. The reporter commented: (discrepancy in insertion date (B)(6) 2012, (B)(6) 2012), she is ambulating well. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: essure coils into the fallopian. Tubes; in (B)(6) 2012: everything looked great . Most recent follow-up information incorporated above includes: on 18-jun-2018: pfs and mr received. Events per pfs: hormonal changes describe: mood changes, previously reported event infection was updated to infection (bladder/ urinary tract/vaginal) type: bladder and urinary tract, bladder or urinary problems or changes, migraines / headaches, nausea, neurological conditions or problems type: blackouts, fatigue, weight gain, gastrointestinal or digestive system condition type: severe pain in the top part of stomach, hair loss and lower abdominal pain/right lower abdomen were added, patient's medical history and concomitant diseases were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and loss of consciousness ("neurological conditions or problems type: black outs") in an adult female patient who had essure (batch no. 882191) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included vaginal delivery (2). Previously administered products included for an unreported indication: ortho tri cyclen lo from (B)(6) 2010 to (B)(6) 2012. Past adverse reactions to the above products included contraception with ortho tri cyclen lo. Concurrent conditions included menses irregular, adnexal mass and endometriosis. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), mood altered ("hormonal changes describe: mood changes"), cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder and urinary tract"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: bladder and urinary tract"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraine/headache"), headache ("migraine/headache"), nausea ("nausea"), loss of consciousness (seriousness criterion medically significant), fatigue ("fatigue"), weight increased ("weight gain or loss specify: weight gain"), abdominal pain upper ("gastrointestinal or digestive system condition type: severe pain in the top part of stomach"), alopecia ("hair loss") and abdominal pain lower ("lower abdominal pain/right lower abdomen"). The patient was treated with surgery (hysterectomy (full), bilateral salpingectomy, uterus and cervix removed). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, mood altered, cystitis, urinary tract infection, bladder disorder, urinary tract disorder, migraine, headache, nausea, loss of consciousness, fatigue, weight increased, abdominal pain upper and alopecia outcome was unknown and the abdominal pain lower was resolving. The reporter considered abdominal pain lower, abdominal pain upper, alopecia, bladder disorder, cystitis, fatigue, headache, loss of consciousness, migraine, mood altered, nausea, pelvic pain, urinary tract disorder, urinary tract infection and weight increased to be related to essure. The reporter commented: (discrepancy in insertion date (B)(6) 2012, (B)(6) 2012), she is ambulating well. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion; on (B)(6) 2012: essure coils into the fallopian. Tubes; in (B)(6) 2012: everything looked great . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-nov-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and loss of consciousness ("neurological conditions or problems type: black outs") in an adult female patient who had essure (batch no. 882191) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal delivery (2), groin pain and anterior cruciate ligament reconstruction. Previously administered products included for an unreported indication: ortho tri cyclen lo from 2010 to (B)(6)2012. Past adverse reactions to the above products included contraception with ortho tri cyclen lo. Concurrent conditions included menses irregular, adnexal mass, endometriosis and ovarian cyst. On (B)(6)2012, the patient had essure inserted. In 2014, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding(vaginal)") and endometriosis ("endometriosis on left uterosacral ligament"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), mood altered ("hormonal changes describe: mood changes"), cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder and urinary tract"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: bladder and urinary tract"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraine/headache"), headache ("migraine/headache"), nausea ("nausea"), loss of consciousness (seriousness criterion medically significant), fatigue ("fatigue"), abdominal pain upper ("gastrointestinal or digestive system condition type: severe pain in the top part of stomach"), alopecia ("hair loss") and abdominal pain lower ("lower abdominal pain/right lower abdomen") and was found to have weight increased ("weight gain or loss specify: weight gain"). The patient was treated with surgery (hysterectomy (full), bilateral salpingectomy, uterus and cervix removed). Essure was removed on (B)(6)2016. At the time of the report, the pelvic pain, mood altered, cystitis, urinary tract infection, bladder disorder, urinary tract disorder, migraine, headache, nausea, loss of consciousness, fatigue, weight increased, abdominal pain upper, alopecia, menorrhagia, vaginal haemorrhage and endometriosis outcome was unknown and the abdominal pain lower was resolving. The reporter considered abdominal pain lower, abdominal pain upper, alopecia, bladder disorder, cystitis, endometriosis, fatigue, headache, loss of consciousness, menorrhagia, migraine, mood altered, nausea, pelvic pain, urinary tract disorder, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: (discrepancy in insertion date (B)(6)2012, (B)(6)2012, (B)(6)2012 ,(B)(6)2012 ), she is ambulating well. There were 4 coils protruding from the left tubal ostia. The patient was found to have 3 coils protruding from the right tubal ostia. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2012: results: total bilateral occlusion; on (B)(6)2012: results: essure coils into the fallopian. Tubes; in (B)(6)2012: results: everything looked great. Pregnancy test - on (B)(6)2012: negative. Ultrasound scan - on (B)(6)2012: no evidence of inguinal fascial defects. Normal pelvic exam. Normal pelvic ultrasound.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-feb-2019: pfs received- new events abnormal bleeding(vaginal), abnormal bleeding (menorrhagia), endometriosis on left uterosacral ligament were added. Medical history were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and loss of consciousness ("neurological conditions or problems type: black outs") in an adult female patient who had essure (batch no. 882191) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included vaginal delivery (2). Previously administered products included for an unreported indication: ortho tri cyclen lo from (B)(6) 2010 to (B)(6) 2012. Past adverse reactions to the above products included contraception with ortho tri cyclen lo. Concurrent conditions included menses irregular, adnexal mass and endometriosis. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), mood altered ("hormonal changes describe: mood changes"), cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder and urinary tract"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: bladder and urinary tract"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraine/headache"), headache ("migraine/headache"), nausea ("nausea"), loss of consciousness (seriousness criterion medically significant), fatigue ("fatigue"), weight increased ("weight gain or loss specify: weight gain"), abdominal pain upper ("gastrointestinal or digestive system condition type: severe pain in the top part of stomach"), alopecia ("hair loss") and abdominal pain lower ("lower abdominal pain/right lower abdomen"). The patient was treated with surgery (hysterectomy (full), bilateral salpingectomy, uterus and cervix removed). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, mood altered, cystitis, urinary tract infection, bladder disorder, urinary tract disorder, migraine, headache, nausea, loss of consciousness, fatigue, weight increased, abdominal pain upper and alopecia outcome was unknown and the abdominal pain lower was resolving. The reporter considered abdominal pain lower, abdominal pain upper, alopecia, bladder disorder, cystitis, fatigue, headache, loss of consciousness, migraine, mood altered, nausea, pelvic pain, urinary tract disorder, urinary tract infection and weight increased to be related to essure. The reporter commented: (discrepancy in insertion date (B)(6) 2012, (B)(6) 2012), she is ambulating well. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion; on (B)(6) 2012: essure coils into the fallopian. Tubes; in (B)(6) 2012: everything looked great most recent follow-up information incorporated above includes: on 25-oct-2018: plaintiff fact sheet received. Lot number added. Date of insertion update from (B)(6) 2012 to (B)(6) 2012. Lab data added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and infection ("infections"). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain and infection outcome was unknown. The reporter considered infection and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.